Event description:
The following information was provided: the dr did a knee scope on a patient who had a total knee done awhile ago. The doctor said the polyethylene on the patella was worn through.

Manufacturer narrative:
Reported event: an event regarding wear involving an unknown patellar component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.